Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -11.5/2.5/128 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed with no patient injury. On (B)(6) 2023 a replacement lens of the same length was implanted and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).